Manufacturer narrative:
Customer from it department stated that the nursing staff reported device was displaying a windows error message and then shuts off (blue screen of death). Customer identified the root cause of the issue to be accumulated dust and debris in the device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: no information (ni), as attempts to obtain information were made but information was not provided.

Event description:
Customer from it department stated that the nursing staff reported device was displaying a windows error message and then shuts off (blue screen of death). Customer identified the root cause of the issue to be accumulated dust and debris in the device. No patient harm was reported.

Event description:
The it department tech stated that the nursing staff reported that the central nurse's station (cns) was displaying a windows error message and then shut off (blue screen of death).

Manufacturer narrative:
Details of complaint: the it department tech stated that the nursing staff reported that the central nurse's station (cns) was displaying a windows error message and then shut off (blue screen of death). No patient harm or injury was reported. Investigation summary: the customer stated they attempted to troubleshoot the issue by cleaning the front and rear fan vents and swapping the primary and secondary hard disk drives (hdds). Nihon kohden technical support (nk ts) walked the customer through the process of swapping the device for a spare unit they had on hand. The hdds for this spare were not configured for the tower and could not be used to replace the device. Nk ts advised customer to reboot device in "safemode" and attempt to run the chkdsk function, then call nk back. During the return call from the customer they stated the issue was resolved by opening the cns and cleaning all the dust from the cpu and ram areas. The customer needed assistance reconfiguring the primary and secondary display screens. The root cause is determined to be facility's environment and method (maintenance schedule). The location of the cns monitoring device was most likely in an area that was not well ventilated and dust from the area was becoming trapped inside of the unit causing the cpu to overheat. The operator's manual states regular inspections should be performed at least twice a year to ensure optimal functionality. A review of the serial number history shows no recurrence of the reported issue.